Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, the pump powered on to a cs 069 service alarm. The pump was unable to be recover from this alarm after the reboot. The original complaint was unable to be adequately investigated to due to the ¿remaining insulin reading¿ due to the cs 069 alarm at power up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was displaying less insulin than was actually in the cartridge. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.